Manufacturer narrative:
The discovery of air bubbles in the tubing indicated that the pt was not always receiving the intended amount of insulin. There is a lack of adequate information to assess whether the source of the air was a cartridge defect or inappropriate handling by the pt. The pt admitted that he usually uses cartridges for 3-5 days; the instructions for use advises cartridge replacements within 3 days of initial use. Prolonged use of a cartridge may cause the lubricant to dry out and increase the likelihood that air would enter the cartridge over time. The pt has continued to use the cartridges and the pump with no reported subsequent events. The cartridge has not been returned to animas. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pt awoke with blood glucose readings >400 mg/dl and did not respond to bolus deliveries of insulin. He said that his blood glucose rose to >500 mg/dl and he was given 10 units of insulin via syringe at his physician's office. Customer support reviewed his pump and supplies and made the following discoveries: the infusion set and cartridge was last changed 3 days ago; the pt usually changes supplies every 3-5 days. An air bolus was successfully delivered to test functionality of the pump. There were no relevant alarms in the history. The bolus and basal history reflected correct delivery. The date/time and basal settings are all correct. No insulin leakage was noted at the cartridge or skin site. The site appeared healthy with no redness, swelling, pain, or discharge. Infusion sites are rotated and scar tissue is avoided. Several small air bubbles were observed in the tubing. A manual discharge of insulin from the cartridge was difficult to accomplish; pushing on the cartridge's plunger met with resistance. This report is being submitted based on the conclusion that there was no evidence of pump malfunction but the cartridge may be the source of the air bubbles and subsequent blood glucose excursion.